Event description:
It was reported that a wire exited through the shaft. A 10mm x 3.00mm wolverine coronary cutting balloon was in use when the guidewire exited through the shaft of balloon. No patient complications were reported and the patient status was okay.